Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the battery charger/modem was resetting. Upon evaluation, the charger/modem exhibited a flash memory failure at bga components u102 and u105 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failure modes. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned charger/modem sn (B)(4) and reported that the charger/modem was resetting.